Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that there was site issue and sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. The customer stated the site not actively bleeding. The customer's mother the bayer meter just died and advised to call the bayer to trouble shoot or get another meter. The customer stated that sensor is fully inserted. The customer advised to monitor sensor and we will replaced two sensors.